Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/19/2022, it was reported by a sales representative via sems that a ar-8655-06 chondral picks tip broke off. This occurred on (B)(6) 2022 during a routine micro fracture technique in the talus bone during an ankle scope. When the surgeon was hammering the micro fracture picks at a normal velocity, the tip of the instrument broke off into the joint. There was no patient effect reported.